Event description:
The pt had a very large pda with signs of left-sided enlargement. The 7mm sac was deployed. After several attempts at deployment, the sac was eventally deployed and prior to release, angiography confirmed complete closure with excellent positioning of sac. Attempts at releasing the filler wire was successful after 3-4 attempts. While pulling on the inner catheter connected to the sac, the device was released, but the small amount of filler wire at the neck of the sac caught the release catheter and withdrew the filler wire toward the pulmonary valve. After various manipulations, including a balloon wedge catheter, to disengage the filler wire, it was noted that the filler wire was coursing from the sac down the main pulmonary artery. Angiogram was performed to confirm sac position, and a residual leak was noted at that time. Several minutes later, it was noted that the sac was in a different location and had embolized from the pda into the left pulmonary artery. At that time, a decision was made to surgically remove the filler wire and sac and close the pda. The pt recovered uneventfully and was discharged after 72 hrs of admission.